Event description:
A pk papyrus covered stent system was selected for treatment a severely calcified lesion with 99 percent stenosis degree and 57mm length in the ostial rca. During rotablation of the very difficult lesion a perforation had occurred. The pk papyrus was introduced but could not be delivered. The device was withdrawn, and it was detected that the stent had fallen off the balloon. Fluoroscopy confirmed an unexpanded stent at the ostium. Another balloon was advanced, and after passing the pk papyrus stent, the balloon was inflated at 6 atm, and the stent was pulled out by trapping it at the proximal end of the balloon. The bleeding was stopped with protamine pressure manually and wound dressing with hemostatic pressure pad.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. However, contrast medium residue was observed inside of the inflation lumen, indicating the application of vacuum. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. The returned stent is severely deformed at one end, i.e., several struts are everted and is partially expanded at the other end. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause was determined. The application of vacuum prior to introduction of the stent system may have contributed to the complaint event. It should be noted that the IFU clearly warns against re-insertion of the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Further the IFU advises the user to remove air from the delivery system after stent positioning. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.